Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was having ¿some twitching¿ overnight post-surgery in bilateral upper extremities (bue) and diaphoresis, so they increased the dose but noticed that the priming bolus was still in progress. The telemetry strip indicated that the priming bolus was programmed over 28 hours instead of 28 minutes. The manufacturer¿s representative wanted to ¿speed it along and likely give the patient a therapeutic bolus as well.¿ when there were about 3 hours left of the bolus the reporter wanted an additional 50 mcg, so a total bolus of about 146 mcg was programmed over 5 minutes. The reporter confirmed they ¿wanted the subcutaneous (sc) dose at 600.¿ the hospital staff had to manage baclofen withdrawal. The patient had underdose symptoms, specifically itching and restlessness at an unknown location. The patient was alive with no injury; the priming dose error was recognized within 24 hours and the patient recovered without incident and was resting peacefully as a post-operative inpatient in the hospital. The pump was used to infuse lioresal intrathecal (baclofen). If additional information is received, a follow-up report will be sent.